Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise, oversensing, and pacing inhibition with no asystole. A new lead, different model was successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).